Manufacturer narrative:
The device was returned for analysis. Device analysis revealed a separation of the shaft approximately 20cm from the strain relief. It was also noticed that there was some flattening on the shaft consistent with a stretching of the device from the strain relief to 12cm distal. A .035 amplatz test guidewire was inserted into the hub end of the shaft and the guidewire traveled approximately 12cm from the tip and a restriction was felt. The guidewire did not travel through the device. The restriction area is consistent within the damage on the device. The most probable root cause was considered handling damage. (B)(4).

Event description:
Reportable based on device analysis completed on 21aug2017. It was reported that there was an inability to get the guidewire through the catheter. During percutaneous transhepatic cholangiography (ptc) in the bile ducts, it was noted that the physician was unable to get the back-up meier guide wire through the imager ii angiographic catheter. The guidewire stopped just after the hub. The physician used another imager ii angiographic catheter and finished the procedure without any problems. No patient complications were reported. However, device analysis revealed a shaft was detached/separated.